Event description:
On (B)(4) 2013, 3m espe was notified that an endure 4.3 implant that was originally placed in (B)(6) of 2010, required removal following fracture. The implant had been fitted with a new abutment/crown in (B)(6) of 2012. In (B)(6) of 2013, the patient returned to the dentist and it was noticed that a screw on the abutment was fractured. The screw was replaced and on (B)(6) 2013, the patient again returned with a loose crown that was subsequently traced to a fractured implant. The fractured implant was removed by an oral surgeon on without complication.

Manufacturer narrative:
The global clinical use history for endure implants is favorable and shows no pattern or trend in the number of fracture-related complaints from 2008 through november of 2013.